Event description:
It was reported to the manufacturer that the vns patient's device was found to be programmed to deliver stimulation every hour at the initial dosing appointment with the neurologist. The patient reported discomfort at the time of stimulation. The patient's device was programmed to a low dose at the same visit and was no longer experiencing discomfort. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.